Event description:
Peak disposable was not working properly. Switched out generator and device works fine.

Manufacturer narrative:
(B)(4). Eval results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.